Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: an empty labeled winding former, a detached needle and a suture piece of product code pdp2017 were received for evaluation. During the visual inspection, of the detached needle the swage and attachment area was observed broken along, the section broken was not received for evaluation. During the visual inspection of the suture the impression is enough, and the insertion end was conforming to ethicon requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. An additional evaluation was performed to determine the failure mode due to breakage needle. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was predominantly intergranular, which is evidence of a brittle failure. This was a non-ductile fracture. The needle exhibited amounts of intergranular failure.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device paz813 batch number, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: did the same suture broke and also the needle pulled the suture thread in this procedure? Unk. How was case completed? With another same like product.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture broke easily or detached. There were no adverse patient consequences reported.